Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that the pouch became torn during a laparoscopic cholecystectomy procedure. No other case info available. A second device was used to complete case with no pt consequence. Device was discarded.